Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va14mxa, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
The manufacturing representative via patient complained of some lead protruding or irritation at the lead introducer site. Patient had went through some weight changes (gains and losses) since implant. Caller had images of a curled lead - sent email to have them send images to representative. No changes in therapy or impedance issues were reported. Revision occurred on (B)(6) 2017. Caller did not know when patient first stated to feel the irritation. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.